Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly calcified and moderately tortuous left anterior descending (lad) artery. The lesion was pre-dilated with a non bsc balloon catheter and an intravascular ultrasound (ivus) was then performed. Subsequently, after a 3.5 non-bsc guide catheter was advanced, a 24 x 3.00 promus premier drug eluting stent was advanced to treat the lesion. However, severe resistance was encountered and it was unable to cross the lesion. The device was then removed outside the patient's body and it was noted that the stent was fully stretched. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in a mildly calcified and moderately tortuous left anterior descending (lad) artery. The lesion was pre-dilated with a non bsc balloon catheter and an intravascular ultrasound (ivus) was then performed. Subsequently, after a 3.5 non-bsc guide catheter was advanced, a 24 x 3.00 promus premier¿ drug eluting stent was advanced to treat the lesion. However, severe resistance was encountered and it was unable to cross the lesion. The device was then removed outside the patient's body and it was noted that the stent was fully stretched. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent was distorted, bunched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).